Manufacturer narrative:
All available patient information is included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed an increase in the number of alinity I cmv igm false positive results when running on the alinity I processing module in relation to previous years. Through troubleshooting, the field service engineer (fse) found that the fitting of the trigger manifold had deteriorated. There was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the alinity I processing module, serial number (B)(6), and determined the fitting kit, trigger _pre-trigger (rohs) (7-77664-02) the likely cause as the fitting of the trigger manifold had deteriorated. The fsr replaced the part, and the issue was resolved. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any related trends. The device history record was reviewed and did not show any non-conformances or deviations associated with the fitting kit, trigger _pre-trigger (rohs) (7-77664-02) and the customer¿s issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified. This follow up includes a correction to include the codes in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.